Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was not available for evaluation; however, the customer did provide a photograph of the device. A photographic inspection identified that the luer was moved back from its original position. The cause of the displacement could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a chemotherapy set¿s distal luer lock came loose during infusion. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.